Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. A philips clinical application specialist (cas) interviewed the customer, and they wondered how the issue occurred if the alarms were configured to off and they were not manually changed by the nursing staff. The cas looked into the matter and discovered the unit had originated from an old (non-serviced device) and it needed a software update. The cas administered the update to the unit for the resolution. Eventually, the customer ended up replacing the mx800 with a spare one. A good faith effort (gfe) response confirmed there was no actual patient harm. Based on the information available, the cause of the reported problem was confirmed to be a software issue. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time. Additional information received confirmed there was no actual patient harm. As per the definition of non-reportable, this issue will create frequent nuisance alarms which will draw the user's attention to the device, prompting evaluation of the patient and further troubleshooting if the alarms are not consistent with the patient condition however, the issue does not prevent active monitoring from continuing to occur.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that alarms sounded that had been configured to off. No other clinical information or medical intervention was reported. However, there was an indication within the record there was patient/user harm and a response on the form to no harm at the same time. As there is conflicting information within the event description, additional information is requested for further clarification and assessment of the customer¿s alleged harm(s). The device was in use on a patient at the time of the event.